Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of device allergy ("possible allergic reaction to five different metal alloys and pet in essure device") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device allergy (seriousness criteria medically significant and intervention required). At the time of the report, the device allergy outcome was unknown. The reporter considered device allergy to be related to essure. The reporter commented: essure removal was scheduled. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2019: quality safety evaluation of ptc; amendment: narrative of the case was corrected; the event device dislocation was removed from it. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of device dislocation ("essure migration") and device allergy ("possible allergic reaction to metal alloys and pet") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device allergy (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the device dislocation and device allergy outcome was unknown. The reporter considered device allergy and device dislocation to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.